Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the lot number that was given for the file was s1bb009kk. Please confirm the correct lot number? Will the device be returning for analysis? Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Patient identifier: (B)(6), start date: (B)(6) 2022, alert date: (B)(6) 2022, country of event: world, model: lxm15, device lot number: s1bb009kk, date of surgery: (B)(6) 2022, adverse event term: odynophagy. Sex: female. Age (at time of consent): 62 years. Site awareness date: 17 may 2022. End date: blank. Severity: severe. Is the adverse event serious? No. Relationship to study device: probable. Linx explant: yes. Other surgical intervention: yes. Other intervention/treatment: no. If other specify: blank. Outcome: not recovered/not resolved. If other, specify : fundoplicatio, blank. Diagnostic intervention: yes. Diagnostic intervention : no yes. Linx explant : yes, no/ other surgical intervention : yes, no. Diagnostic intervention : no, yes. Linx explant : yes, no. Other surgical intervention : yes, no. Alert date: (B)(6) 2022. Date of explant: (B)(6) 2022. Was the linx explant a result of an adverse event per protocol definitions?: yes if yes, choose the primary ae log line, start date and term: odynophagy. If no, what was the reason for the explant? (Check all that apply) participant had anxiety about implant: no medical need for high field strength MRI or other testing: no participant wishes to have alternative gerd treatment requiring linx explant: no continued gerd symptom: yes did not meet participant expectations: yes other: no. If other, specify: blank. Describe the technique used for explant (check all that apply). Laparoscopic: yes. Endoscopic: no. Other: no. If other, specify: blank. Were any concomitant procedures performed?: yes describe any notable observations during the explant procedure: blank. Linx explant: yes, other surgical intervention: yes, other intervention/treatment: no, if other specify: fundoplication. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) event: odynophagy. Relationship to study device: probable. Relationship to primary study procedure: possible. The subject had linx implant on (B)(6) 2022 and explant on (B)(6) 2022. Was the linx explant a result of an adverse event per protocol definitions?: yes if yes, choose the primary ae log line, start date and term: #(B)(6) (B)(6) 2022-odynophagy.

Manufacturer narrative:
(B)(4). Date sent: 11/28/2023. Additional information received: alert date: (B)(6) 2023. Date of explant: (B)(6) 2022. Country of event: (B)(6). Model: lxm15. Device lot number: 26519. Date of implant: (B)(6) 2022. Patient details: patient identifier: (B)(6). Sex: female. Age (at time of consent): 62 years. Additional event details: was the linx explant a result of an adverse event per protocol definitions?: yes. If yes, choose the primary ae log line, start date and term: #003 (B)(6) 2022-odynophagia. If no, what was the reason for the explant? (Check all that apply): participant had anxiety about implant: no. Medical need for high field strength MRI or other testing: no. Participant wishes to have alternative gerd treatment requiring linx explant: no. Continued gerd symptom: no did not meet participant expectations: no. Other: no. If other, specify: blank. Describe the technique used for explant (check all that apply): laparoscopic: yes. Endoscopic: no. Other: no. If other, specify: blank. Were any concomitant procedures performed?: yes. Describe any notable observations during the explant procedure: blank. Updated: if yes, choose the primary ae log line, start date and term: : #001 (B)(6) 2022-odynophagy; #003 (B)(6) 2022-odynophagia. Outcome : recovering/resolving: not recovered/not resolved.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2023. Additional information received: patient identifier: (B)(6) ; sex: female; age (at time of consent): 62 years. Additional event details: was the linx explant a result of an adverse event per protocol definitions?: yes if yes, choose the primary ae log line, start date and term: #001 (B)(6) 2022-odynophagy. If no, what was the reason for the explant? (Check all that apply). Participant had anxiety about implant: no medical need for high field strength MRI or other testing: no participant wishes to have alternative gerd treatment requiring linx explant: no continued gerd symptom: yes did not meet participant expectations: no other: no describe the technique used for explant (check all that apply) laparoscopic: yes, endoscopic: no, other: no, were any concomitant procedures performed?: yes describe any notable observations during the explant procedure: blank. Continued gerd symptom : no => yes required in-patient hospitalization or prolongation of existing hospitalization: yes admission date: (B)(6) 2022; discharge date: (B)(6) 2022' relationship to study device: not related relationship to primary study procedure: not related diagnostic intervention: yes if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : no => n/a if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank => no admission date: (B)(6) 2022 discharge date: (B)(6) 2022 relationship to study device: probable relationship to primary study procedure: not related adverse event term : ondynophagia => odynophagia admission date: (B)(6) 2022 discharge date: (B)(6) 2022 relationship to study device: possible relationship to primary study procedure: not related outcome : recovered/resolved => recovered/resolved with sequelae severity : mild => severe.

Manufacturer narrative:
(B)(4). Date sent: 2/2/2023 additional information received: device lot number: 26519 continued gerd symptom : yes => no a manufacturing record evaluation was performed for the finished device batch number 26519, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information received: end date : blank: 21 aug 2022. Outcome : not recovered/not resolved - recovered/resolved. Log line 1 updated. End date : (B)(6) 2022 - (B)(6) 2022.

Manufacturer narrative:
(B)(4). Date sent: 10/9/2024. Corrected data d4: UDI#. Additional information received: updated explant notification: continued gerd symptom: no/yes. Did not meet participant expectations: no/yes.

Manufacturer narrative:
(B)(4); date sent: 3/28/2023. Additional information received: did not meet participant expectations : yes or no.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2025. Additional information received: start date: on (B)(6) 2023, alert date: on (B)(6) 2025, country of event: world, model: lxm15, device lot number: 26519, date of surgery: on (B)(6) 2022, adverse event term: reflux oesophagitis. Patient details. Patient identifier: (B)(6): site country name: germany. Sex: female. Age (at time of consent): 62 years. Additional event details. Site awareness date: 27 mar 2023 end date: blank, severity: moderate, is the adverse event serious? No, death: no, date of death: blank, life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: not related relationship to primary study procedure: not related if related to the procedure, indicate which procedure the event is related to: blank. Intervention/treatment: none: no, dilation performed: no, indicate type of dilation? Blank, date of dilation: blank, diagnostic intervention: no, diagnostic imaging: no, drug therapy: no, observation: no, linx explant: no, other surgical intervention: no, other intervention/treatment: no, if other specify: blank, outcome: recovering/resolving. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? No. Updated log line: 5. Updated: intervention/treatment. (Check 'none' or all that apply) none: no/yes. Adverse event term: reflux oesophagitis/reflux esophagitis. . Updated log line: 5. Updated: diagnostic intervention: no/yes. Intervention/treatment: (check 'none' or all that apply) none: yes / no. New log line: 6. Event details. Start date: on (B)(6) 2023, alert date: on (B)(6) 2025, country of event: world, model: lxm15, device lot number: 26519, date of surgery: on (B)(6) 2022, adverse event term: reflux esophagitis. Patient details patient identifier: (B)(6): site country name: germany. Sex: female, age (at time of consent): 62 years. Additional event details. Site awareness date: on (B)(6) 2024, end date: blank, severity: moderate, is the adverse event serious? No, death: no, date of death: blank, life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient. Hospitalization or prolongation of existing hospitalization: no admission date: blank. Discharge date: blank resulted in medical or surgical intervention: no led to fetal. Distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: not related relationship to primary study procedure: not related if related. To the procedure, indicate which procedure the event is related to: blank. Intervention/treatment: none: yes, dilation performed: no, indicate type of dilation? Blank, date of dilation: blank, diagnostic intervention: no, diagnostic imaging: no, drug therapy: no, observation: no, linx explant: no, other surgical intervention: no, other intervention/treatment: no, if other specify: blank, outcome: recovering/resolving. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? No.